Event description:
It was reported that the 9900 system "hung up" and would not respond to commands. Reboot cleared the issue, however the c-arm was removed from service and the procedure was completed with another system. There was no report of patient injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. Reseated the fluoro function board, the control panel proc pcbs, reloaded software nodes and confirmed voltage on ps1. The system was tested and found to be working as intended and placed back into service.